Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was at end of life. The patient underwent a revision procedure wherein the old ipg was removed and replaced with a rechargeable device. The patient was doing well postoperatively.

Event description:
It was reported that patients ipg was at end of life. The patient underwent a revision procedure wherein the old ipg was removed and replaced with a rechargeable device. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1416 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.